Event description:
During the evaluation of a returned spectrum infusion pump, 204 occurrences of ¿downstream occlusion" alarm were identified in the event history log. There was no patient injury or medical intervention required since these items were found during evaluation of the device.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The reported "downstream occlusion" alarms were confirmed through the event history log review. The cause was undetermined. If any additional information is received, a follow up will be sent. The force sensor gasket and downstream tubing guide were replaced.